Event description:
A caller reported a malfunction on their pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and after doing so, the malfunction code did not reoccur. The customer may continue using the pump and agreed to contact support again if the issue arises.